Event description:
It was reported that the superion indirect decompression system implant patient was no longer experiencing pain relief. The patient underwent an explant procedure where the implant located at l4/l5 of the lumbar vertebra was removed. The patient was doing well post-operatively. The explanted device was retained by the facility and was not returned to bsc.